Event description:
It was reported that catheter shaft inflated. The target lesion was located in the mid left anterior descending (lad) artery. After the physician implanted a promus element stent, a 15mm x 3.00mm nc quantum apex was used to post-dilate the lesion. After advancing the complaint device and inflated it to 8 atmospheres (not yet reaching the nominal), it was noted that the physician found that the hypotube of the balloon was inflated and the balloon did not inflate at all. The procedure was completed was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex product pouch. The batch number on the returned packaging and device matched the reported batch number. The hub/strain relief and a portion of the hypotube were not returned for product analysis. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There was a complete hypotube fracture. The hypotube fracture surface was oval, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube and shaft. Majority of the outer and inner shafts were buckled and stretched. The outer shaft was deformed proximal of the bi-component weld. The inner shaft was separated .5mm proximal of the bi-component weld. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter shaft inflated. The target lesion was located in the mid left anterior descending (lad) artery. After the physician implanted a promus element stent, a 15mm x 3.00mm nc quantum apex¿ was used to post-dilate the lesion. After advancing the complaint device and inflated it to 8 atmospheres (not yet reaching the nominal), it was noted that the physician found that the hypotube of the balloon was inflated and the balloon did not inflate at all. The procedure was completed was completed with another of the same device. No patient complications were reported and the patient's status is stable.